Event description:
It was reported that the filter tilted. On (B)(6) 2018, the patient underwent implantation of a nonbsc filter for treatment of their blood clot related issues. On (B)(6) 2008, the patient was hospitalized for a recurrent pulmonary embolism (pe). The patients nonbsc filter was evaluated and was found to have a 20-degree tilt. The patient was assessed and required implantation of a subsequent greenfield vena cava filters (ivc) that would be placed at the l1-l2 level. On or about (B)(6) 2008 the patient underwent implantation of a greenfield vena cava filters (ivc) via the right common femoral vein. On or about (B)(6) 2017, a diagnostic scan was performed. On (B)(6) 2017, the results of the scan revealed that the green field ivc filter had tilted 20-25 degrees. The scan also revealed penetration of all the struts through the liver and right hepatic vein. The patient is currently experiencing pain and discomfort in the area of the greenfield filter.